Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a product experience report form that this patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2015. The patient developed an infection requiring surgical intervention. The device and right atrial (ra) lead were explanted. The right ventricular (rv) lead was partially removed and surgically capped.